Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a case, the covidien pencil activated in the holster. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of follow-up report: 04/15/2016. Evaluation of the incident pencil found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.